Event description:
It was reported that the device did not function. The patient sustained a hematoma. No additional information has been received regarding treatment needed or the condition of the patient despite numerous attempts.

Manufacturer narrative:
The device was discarded at the account. No lot number was provided, so the device history record cannot be reviewed. If additional information is received, a follow up report will be filed.